Manufacturer narrative:
Additional narrative: this report is for an unk - screws: nail distal locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a removal of tibial nail and reduction of nonunion tibia fracture and insertion of new nail. All hardware was removed and were intact. This report is for one (1) unk - screws: nail distal locking. This is report 2 of 5 for complaint pc-(B)(4).